Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, the distributor advised patient to test alert functionality and patient reported alerts were not functional.